Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited an electrogram anomaly. The device will continue to be monitored. The patient was stable and asymptomatic.